Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported a colleague infusion pump with failure code 807:05. Upon review of the event history log, baxter technician found failure code 807:05 to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. The device is a colleague infusion pump with user interface module version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.